Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure via an antegrade puncture of a calcified common femoral artery after an interventional procedure in the leg. Reportedly, during placement of the starclose se guide wire .038-inch and exchange sheath, both became kinked. The physician could not switch to another introducer or catheter because they were not compatible with the .038-inch guide wire. The physician believed that the starclose se guide wire .038-inch was too soft and too thick. The guide wire and exchange sheath were removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. Reported device code 2017: the instructions for use (IFU) state under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients who are morbidly obese (body mass index > 35 kg/m2). Patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states under precautions do not deploy the clip in areas of calcified plaque.

Manufacturer narrative:
(B)(4). The device was not returned for investigation; therefore, it was not possible to perform a thorough analysis on the product or determine what contributing factors might have caused the reported discrepancy. Contributing factors to the reported kink in the wire may be patient anatomical condition, user technique, operational context, or manufacturing. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a possible cause to the experienced event. It should be noted that the reported use of starclose se device in a calcified artery and on an obese patient, which is not consistent with the instructions for use (IFU). The IFU states: do not deploy the clip in areas of calcified plaque. Special patient population indicates that the safety and effectiveness of the starclose device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Patient condition (obesity and calcification at the access site) are the likely causes for the experienced event. A review of the finished product lot history record did not reveal any related nonconforming material records. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. Without the product to examine, no determination can be made as to the cause of the reported discrepancy. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.